Event description:
Customer reported false negative urine hcg results on two different pts. Patient #1 urine rapid = neg, serum quant = 167,000, urine quant = 174,000 on centaur (off-label use). Patient #2 urine rapid=neg, serum quant =157,000, urine quant=186,000 on centaur (off-label ues).

Manufacturer narrative:
Lot number: hcg9020102. Expiration date: 01/2011. Control lot: 20miu/ml hcg urine, lot: hcg090304-02, 100miu/ml hcg urine, lot: hcg081008-01, 257.8iu/ml hcg urine, lot: hcg090526-02, 600iu/ml hcg urine, lot: hcg080814-02. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. The 100miu/ml, 257.8iu/ml hcg urine control and 600iu/ml hcg control yielded clearly positive results at 3 minutes reading time. Conclusion: nothing abnormal found in batch review and the product number, product description and lot number were verified. The retention devices meet qc specification. No false negative result was observed; this complaint is not confirmed. No product deficiency was established. No corrective action required as no product deficiency was established.